Manufacturer narrative:
(B)(4). Additional information: batch # m92y6f. The device was returned with the tissue pad complete and in good visual condition. However, the distal tip of the blade was noted to be broken off it was not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "the tissue pad was detached off outside the patient when it was wiped." The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did tissue pad fall off of one or two devices? If tissue pad detached from only one device, why are two devices being returned for analysis (as we do not need to analyze a device that had no issue)? Is tissue pad being returned with rest of device for analysis? Or was tissue pad discarded?

Event description:
It was reported that during an open CABG, the tissue pad was detached off outside the patient when it was wiped. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.